Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s received inappropriate therapy due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The shocked caused the rhythm morphology to change, and the patient was sent into true ventricular fibrillation (vf) which was terminated by an additional shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.